Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus. And the evaluation found, the following reportable finding: disconnection in the cable unit. Based on the results of the investigation, it was likely, that the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a disconnection in the cable unit. There was no patient involvement.